Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the device to exhibit high impedance. Additional testing on the bench and on automated electrical system as well as extensive temperature cycling found no anomalies. A root cause for the high impedance could not be determined.